Manufacturer narrative:
D10: 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm (B)(6). 320-15-05 - eq rev locking screw (B)(6). 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm (B)(6). 320-42-03 - equinoxe reverse 42mm humeral liner +2.5 (B)(6). 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6). 320-20-00 - eq reverse torque defining screw kit (B)(6). 320-01-42 - equinoxe reverse 42mm glenosphere (B)(6). 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm (B)(6). 321-20-00 - equinoxe reverse shoulder drill kit (B)(6). 304-21-13 - 12.5mm platform fx stem left (B)(6). 320-15-01 - eq rev glenoid plate (B)(6). Tpa-13 - cement restrictor xs (extra small, sz 13) (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial left reverse total shoulder arthroplasty. Subsequently, the patient experienced infection. As a result, the patient underwent explanation of their reverse shoulder components and implantation of an antibiotic spacer an unknown amount of time after initial implantation. No further information available. No further patient impact reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the reported revision is due to suspected infection and cannot be conclusively determined; however, it may be related to an underlying patient condition. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.